Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the tissue pad fell off due to the following mechanism: 1. Part of the tissue pad peeled off because the seal & cut output was performed when nothing was being gripped (including after the tissue was cut). 2. The tissue pad fell off because a load was applied to the peeled off tissue pad. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) the suspect device was returned to olympus for evaluation, and it was confirmed that the teflon pad of the grasping part was detached. The following possible causes were identified: 1. The teflon pad will gradually wear off with use. 2. There was activation without grasping tissue, or the grasp part is under excessive clamping load, or grasping the hard (or thick) tissue by twisting the grasp part will also accelerate the wear and tear of the teflon pad. 3. It was not a quality problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer that the thunderbeat 5 mm, 35 cm, front-actuated grip type s tissue pad fell off into the patient's body during a distal gastric tumor resection surgery. The tissue pad was retrieved, and the procedure was completed with a similar device without any delay. The therapeutic outcome of the procedure was not affected and no further medical intervention outside the scope of the procedure was required. The device was inspected prior to use. There was no patient injury reported.